Event description:
It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the left ventricular - lv lead exhibited high capture threshold. An x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.